Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and the display was mostly black pixels. The screen was cracked because the pump fell off the bed while the customer was sleeping. The customer was unable to interact with the pump. Customer's blood glucose level was 205 mg/dl. Customer stated an alternate method of insulin delivery would be obtained from health care provider. Tandem technical support attempted to follow up with the customer to ensure back up therapy was obtained; however, no further information was provided.